Event description:
It was reported that the patient presented via remote transmission on (B)(6) 2018 with multiple inappropriate shocks. Upon review, possible far p oversensing was noted. It was stated that the patient presented in emergency room after receiving numerous shocks for far p oversensing and secure sense being passive. The patient was discharged after the check. On (B)(6) 2018 it was stated that the patient received prolific number of additional shocks again in the evening. The patient presented in clinic on (B)(6) 2018 and it was noted that the device was in backup vvi for power on reset mode. The device was restored to allow brady programming. It was indicated that the battery was depleted due to the multiple shocks that was received. On (B)(6) 2018 the patient presented in an emergency room, a chest x-ray was performed and it was discovered that the right ventricular (rv) lead was dislodged due to twiddler¿s syndrome. Upon interrogation, loss of capture, oversensing and decrease in sensitivity was noted. It was stated that oversensing contributed to the multiple inappropriate shocks. The lead was sensing both the atrial and ventricular signals, indicated as double counting. On (B)(6) 2018 the physician attempted manual extraction of the lead during generator change and was unsuccessful. On (B)(6) 2018 the right ventricular (rv) lead was laser extracted. The device and the right ventricular (rv) lead was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
A partial lead with the lead tip measuring 41.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.